Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient has epithelial staining with surrounding infiltrate in the left eye post lasik. Topical steroid drop dosage was increased. Patient noted blurry vision in the left eye. Patient's eye was clear post-operatively. After 25 days, the patient presented with an infection. The patient has seen the surgeon post-operatively.